Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an insulin flow blocked alarm. The customer's blood glucose was 12 mmol/l at the time of incident. Troubleshooting was completed but the insulin flow blocked alarm couldn't be resolved. The customer reported that more insulin pump errors occurred during troubleshooting and they couldn't be cleared. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.